Event description:
It was reported that during an unk procedure, the surgeon could not fire the device because the anvil fell down. Another same like device was used to complete the procedure. There were no consequences for the pt.

Manufacturer narrative:
(B) (4): eval summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. A new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely without any difficulties and did not fall out. It should be noted that clamping across or gripping on the locking springs when attempting to reattach the detachable head assembly might prevent it from clicking into place or attaching correctly. Please reference the instructions for use for add'l info. A batch record review was performed and no anomalies were found during the mfg process.